Event description:
It was reported that the external pulse generator (epg) was sent to a technical service firm by the customer. The technical service firm performed testing and observed that the device passed all measurements as long as the device was lying on the table. As soon as the device was moved or picked up, the stimulation frequency changed to undefined amounts, sometimes the frequency was doubled. The user confirmed that they observed this behavior during the use of the device on a patient. The firm returned the device to the customer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was received in an opened condition, all housing screws were missing. The ring, bails and brackets were missing. Analysis was unable to duplicate the reported event, the device was tested twice, no anomalies were found. A two-day long term test was found to function as expected, no electrical anomalies were observed. The main board, display, lead flex, output connectors, upper and lower cases were inspected, no observations. The device was checked and calibrated and cleaned. Device conforms to specifications. (B)(4).